Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the pendant dongle was checked, the cables, the e-stop buttons, and the power distribution board; no problems were found. The rep then tested the pendant and moved the gantry without any issues. After reviewing the system log files for the previous week, it was found that the e-stops were manually initiated prior to docking or while the umbilical was being removed, which indicates that the user initiated the e-stop. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system would intermittently go into e-stop. No patient was present during the time of the reported incident.